Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip could not be fed into the jaws properly. There was no information about the resistance of the trigger. Also, it was unknown which firing this event occurred on. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clip not fully feed or advance into the jaws?---not fully feed. Did the device feed more than one clip into the jaws? ---no. Did the clip feed sideways into the jaws? ---no. Did the clip feed into the jaws slower than expected? ---no. The analysis results found that the device was returned in good visual condition with three malformed clips returned in a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.